Event description:
Code blue was called following o2 desat to 79%. Patient experienced seizure with shock. Patient was on lidocaine infusion for pain for the two days prior leading up to event. Lidocaine level checked and came back elevated on the following day. The attached pump report shows accurate pump programming per epic orders. However, the 500 ml bag of lidocaine was replaced the day before and only 308 ml of lidocaine should have infused by that time. Her clinical presentation (seizure and shock) and lidocaine level are suggestive of lidocaine toxicity. It is not clear if there was a lidocaine overdose or the patient was simply not clearing the drug normally.